Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of chemotherapy was noted to have leaked 3mls of liquid at the connection of the smartsite valve and the tubing. The fluid leaked on the floor while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that fluid leaked was confirmed. During visual inspection of the extension set it was observed that the female luer had a vertical hair line crack measuring 0.3610 inches long. The female luer was inspected under magnification and slight stress/ tool marks were observed around the hair line crack. During functional and pressure testing a leak was observed as fluid flowed through the crack. The cause of the reported leak was a vertical hair line crack located on the extension set¿s female luer.